Manufacturer narrative:
"Effectiveness of intra-arterial aneurysm sac embolization for type ia endoleak after endovascular aneurysm repair." Elena marchiori, md, monika herten, phd, michel bosiers, md, arne schwindt, md, theodosios bisdas, md, phd, martin austermann, md, phd, giovanni torsello, md, phd, and konstantinos stavroulakis, md. Journal of vascular and interventional radiology [1051-0443] marchiori, elena. Yr: 2019, vol: 30, iss: 4, pg: 531 -538. Https://doi.org/10.1016/j.jvir.2018.11.028. If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were implanted in a patient for the treatment of a type ia endoleak in a non mdt stent graft but the event was not resolved with insufficient proximal seal still present and further re-intervention was required. No additional clinical sequelae were reported.